Manufacturer narrative:
This report is submitted on january 4, 2021.

Event description:
Per the nurse, the surgeon experienced an issue with an overheating surgical drill, resulting in the decision to abandon the surgical procedure. The equipment was advised to be removed from service. No reports of patient injury are associated with this event. No reports of patient injury are associated with this event.